Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on the bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The technical support specialist confirmed that the field service engineer (fse) repaired the device by swapping components in the failed drawer, and the customer confirmed the drawer was functioning satisfactorily. Closure was confirmed after successful recovery following fse intervention. The system functioned as intended after the technical support specialist and field service engineer resolved the issue.